Event description:
As reported by the user facility: due to health complications, patient expired during dialysis therapy. Customer reported that a blood pressure measurement alarm occurred. When the staff responded to the alarm, they recognized that patient died. Customer reported incident as directed by procedure and indicates that the machine had nothing to do with the incident.

Manufacturer narrative:
This incident is not related to any manufacturing defect or product deficiency. The facility indicated the patient died due to health complications and the machine had nothing to do with the incident. The customer declined offer by a b.braun to inspect the machine. The customer will complete their own investigation.